Event description:
It was reported that the batteries change spontaneously between power port #1 and power port #2 even though both batteries are fully charged. The facility removed the batteries from service and provided the patient with replacement devices. There was no reported patient injury as a result of this event. All three (3) batteries have been received by the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Batteries ((B)(4)) were returned to heartware for visual and functional examination. The controller and battery charger were not returned despite multiple attempts to obtain them. Batteries ((B)(4)) passed external visual inspection but failed functional testing. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. The manufacturer has initiated an internal investigation to further investigate batteries with faulty cell pair malfunctions. Fsca apr2014 was distributed to reinforce proper power management. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2015-01091 and 2015-01092) submitted for devices related to the same event.